Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, an angioplasty wire was stuck in the left ventricular lead. It was suspected that the stuck was due to dried blood. The wire was not protruding from the end of the lead. Attempted to replace the lead but when we regained coronary sinus (cs) access the coronary sinus was dissected. The wire was cut where it exited the lead. The lead remained implant. Patient was stable.